Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 438 mg/dl. The customer¿s current high blood glucose 256 mg/dl. Customer reported customer did not allege pump was under delivering. The customer had treated with insulin pump. The product was not returned for analysis.